Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) as a result of high out of range right atrial (ra) impedance measurements, measuring greater than 2000 ohms soon after initial implant. It was noted that the patient was not seen for regular follow up until recently. During the most recent in-office follow up, it was noted another lss was triggered due to high out of range ra impedance measurements in addition to noise observed on the atrial channel. A chest x-ray was performed and did not show lead integrity issues. The plan is for the patient to be seen in-clinic at a later date where device reprogramming will occur. The device system remains in-service at this time. No adverse patient effects were reported.